Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)") and caesarean section ("c-section") in a 29-year-old female patient (gravida 4) who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage. Previously administered products included for prevent pregnancy: kariva from 2006 to 2007. Concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2009, the patient experienced mood altered ("hormonal changes describe: moody"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant), migraine ("migraines "), abdominal pain upper ("stomach and sides pain") and headache ("headache"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove essure in 2011) and surgery (surgical removal of coils in (B)(6) 2011). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, caesarean section, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, hypertension, nausea, vaginal discharge, fatigue, weight decreased, abdominal pain upper and headache outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal pain upper, caesarean section, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypertension, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. On (B)(6) 2009, hysterosalpingogram showed the result of essure confirmation test was unilateral occlusion (right tube occluded) and the healthcare provider tell about the results that left fallopian tube is patent, right fallopian tube is occluded. . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)") and caesarean section ("c-section") in a 29-year-old female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. Previously administered products included for prevent pregnancy: kariva from 2006 to 2007. Concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2009, the patient experienced mood altered ("hormonal changes describe: moody"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant) and experienced migraine ("migraines "), abdominal pain upper ("stomach and sides pain") and headache ("headache"). The patient was treated with surgery (surgical removal of coils in (B)(6) 2011 and surgery to remove essure in 2011). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, caesarean section, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, hypertension, nausea, vaginal discharge, fatigue, weight decreased, abdominal pain upper and headache outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal pain upper, caesarean section, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypertension, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: showed the result of essure confirmation test was unilateral occlusion (right tube occluded) and the healthcare provider tell about the results that left fallopian tube is patent, right fallopian tube is occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 29-year-old female patient (gravida 4) who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage. Previously administered products included for prevent pregnancy: kariva from 2006 to 2007. Concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2009, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2009, the patient experienced mood altered ("hormonal changes describe: moody"). In october 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In march 2011, the patient experienced weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication of pregnancy ("pregnancy with complications"), migraine ("migraines "), abdominal pain upper ("stomach and sides pain") and headache ("headache"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove essure in 2011) and surgery (surgical removal of coils in aug 2011). Essure was removed in (B)(6)2011. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, complication of pregnancy, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, hypertension, nausea, vaginal discharge, fatigue, weight decreased, abdominal pain upper and headache outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain upper, complication of pregnancy, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypertension, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. On (B)(6) 2009, hysterosalpingogram showed the result of essure confirmation test was unilateral occlusion (right tube occluded) and the healthcare provider tell about the results that left fallopian tube is patent, right fallopian tube is occluded. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: patient demography, product details, lot number added. New events added: hormonal changes describe: moody, pregnancy (with complications), abnormal bleeding (vaginal,menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, blood or heartdisorder/condition type: high blood pressure, migration of essure device, nausea, tubal ligation,dysmenorrhea (cramping), dyspareunia, vaginal discharge, fatigue, weight loss. Concomitant disease and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)") and caesarean section ("c-section") in a 29-year-old female patient (gravida 4) who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage. Previously administered products included for prevent pregnancy: kariva from 2006 to 2007. Concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2009, the patient experienced mood altered ("hormonal changes describe: moody"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant), migraine ("migraines "), abdominal pain upper ("stomach and sides pain") and headache ("headache"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove essure in 2011) and surgery (surgical removal of coils in (B)(6) 2011). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, caesarean section, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, hypertension, nausea, vaginal discharge, fatigue, weight decreased, abdominal pain upper and headache outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal pain upper, caesarean section, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypertension, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. On (B)(6) 2009, hysterosalpingogram showed the result of essure confirmation test was unilateral occlusion (right tube occluded) and the healthcare provider tell about the results that left fallopian tube is patent, right fallopian tube is occluded. Most recent follow-up information incorporated above includes: on 7-sep-2018: correction following company internal review: event pregnancy with complications was replaced to c-section. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure in 2011). Essure was removed in 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.